Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. Attempts to troubleshoot could not be performed; the battery voltage was noted to have reached elective replacement indicator. The device remained implanted; the patient was in stable condition.

Event description:
New information reported that the device was explanted and replaced successfully on (B)(6) 2015. The patient was in stable condition post surgery.